Manufacturer narrative:
This event was reported by phone call from the pt to coopervision. Info on lot number was provided. Lot 508207037918, exp 01/2015. The pt reported reoccurring eye infections in the left eye. Method: no lenses were returned. There is no evidence in the mfg records which relate to the pt's symptoms. There is no clear indication that the device could have caused or contributed to the event. Results: there is no direct causal relationship established between the medical device and the incident the pt complains of. Conclusions: we have not been able to identify a root cause based on the info provided. No conclusion can be drawn.

Event description:
On (B)(6), 2011 pt called into coopervision stating they had been wearing avaira (enfilcon a) lenses for 2-3 months and experienced blurry vision, continuous eye infections and pain. Pt stated this has happened four times in the last 2-3 months. Problems are only in the left eye. Pt has not experienced any problems with the right eye. Pt uses aquify lens solution. Attempts made by coopervision to obtain add'l info were unsuccessful.